Event description:
It was reported that oversensing issue was observed on the rv lead. Recommended programming changes were attempted however was unsuccessful. Lead was capped on(B)(6) 2017 and a new lead was implanted. No further information available.